Manufacturer narrative:
Multiple MDR's were submitted for this event. Please see report(s): 0001822565 - 2018 - 00426, 0001822565 - 2018 - 00427, 0001822565 - 2018 - 00428. Concomitant medical products: unknown part/lot- acetabular shell, acetabular liner, femoral stem. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised due to infection. No additional information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient had hip revision due to infection.